Manufacturer narrative:
Device evaluated by MFR: the device was returned within its original tray, however it was found sealed. The device presents a crack in its original tray near the rear part of the gauge of the encore device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that the package was damaged. Before unpacking an encore balloon catheter inflation device, a crack was noted on the plastic inner packaging. The outer box was in order. The procedure was completed with another of the same device. No patient complications were reported.